Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level ranged in the 200's to the 400's (mg/dl) with trace to moderate levels of ketones. Reportedly, the customer's health care provider identified the ketones as life threatening. The customer changed the supplies and administered correction boluses to address bg level. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.